Event description:
During a foot and ankle procedure, the attachment would not secure a cutter. No harm to patient or user was reported.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. A review of synthes device history records indicated the manufacturing documents were reviewed and no complaint related issues were found.